Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that pacing was not observed when the pulse generator was connected to the lead. Via ECG, the pulse generator appeared to have output, but lead impedance was greater than 2000 ohms. The pulse genera tor was removed and replaced.